Event description:
It was reported the device mode changed twice by itself, during use, from aai, with a rate of 90/ma 15, to doo, with a rate of 90/ma 20/25. A broken case was also noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The device passed all electrical testing. Evaluation of the keypad and control knobs found no anomalies. The upper and lower cases and side bail covers were broke. The ring cover, heart block and heart wire contacts were contaminated, and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.